Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During pta with stenting in the left common iliac artery (origin of the iliac bifurcation), a smart control stent released inside of a guiding catheter. It is unknown if the lesion was a de novo, but was slightly calcified and not tortuous. The percent of the stenosis was unknown. Approach was made contralaterally from the right common femoral artery. After pre-dilation, smart control (9.0/40 mm 80 cm: complaint product) was advanced to the lesion, but there was difficulty crossing the iliac bifurcation due to strong flexion of the bifurcation. The smart control could reach the lesion, and the physician tried to release the stent, but the stent could not be released. Therefore, the stent was removed from the patient without stent placement, and it was confirmed that the outer member had been pulled proximally, and the stent was not observed on the shaft. The stent was observed to be released inside the sheathless guiding catheter (sheathless pv 6f 55 cm) under the x-ray. It is unknown how the procedure was finished, but it was finished successfully. There was no patient's injury reported, and the product will be returned for analysis. Physician's comment: the outer member was caught inside the guiding catheter (sheathless pv), while the sds was crossing the iliac bifurcation. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. It is unknown if the smart control locking pin in place during advancement towards the lesion and the locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user also held the handle of the smart control sds flat and straight outside the patient. There was no resistance reported during removal of the product from the patient.

Manufacturer narrative:
During pta with stenting in the left common iliac artery (origin of the iliac bifurcation), a smart control stent pre-maturely released inside of a guiding catheter. It is unknown if the lesion was a de novo, but was slightly calcified and not tortuous. The percent of the stenosis was unknown. Approach was made contralaterally from the right common femoral artery. After pre-dilation a smart control sds was advanced towards the lesion, but had difficulty crossing the iliac bifurcation due to strong flexion of the bifurcation. The sds was able to reach the lesion, however, the stent could not be released. The sds was removed from the patient without stent placement, and it was confirmed that the outer member had been pulled proximally, and the stent was not observed on the shaft. The stent was observed to be inside of the sheathless non-cordis guiding catheter (sheathless pv 6f 55cm) under x-ray. The procedure was finished successfully with no patient injury reported. Physician's comment: the outer member was caught inside of the guiding catheter while the sds was crossing the iliac bifurcation. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. It is unknown if the smart control locking pin in place during advancement towards the lesion and the locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user also held the handle of the smart control sds flat and straight outside the patient. There was no resistance reported during removal of the product from the patient. One non-sterile smart control, iliac 9x40 was received coiled inside a plastic bag. Unit was already deployed and stent was not received. A kink was observed at 5.5cm from brite tip. No other discrepancies were found. Since the locking pin function is to prevent the premature deployment, the functional test was trying to be reproduced using locking pin in place. The deployment could not be performed as expected. Although the stent was not received; functional test (deployment process) was performed according to procedure and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kink" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported "resistance/friction-outer sheath" was not confirmed; since no anomalies were found during dimensional analysis. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore no actions were taken. The failure reported "deployment difficulty-premature/in patient-during withdrawal" was confirmed since stent was not received; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect the presence of the locking pin. Neither the DHR review not the product analysis suggests the reported failure is related to the manufacturing process. Therefore, no actions will be taken. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.